Manufacturer narrative:
(B)(4). The device is expected to be returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information a clinician contacted boston scientific technical services (ts) regarding time to explant which indicates only eight months remaining. The clinician states that back in (B)(6) 2013, the time to explant was three years; then in february, time to explant showed two years remaining. No alerts were reported. Device data was reviewed by a boston scientific engineer. No alerts had been recorded, however there did appear to be a significant drop in battery voltage that was faster than expected. Based on the current monitoring voltage, therapy would not be affected. However, due to the rapid depletion rate and longevity not as predicted, replacement was recommended. The device remains implanted at this time.

Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that no voltage alerts had been recorded while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
(B)(4). No further information was available. Should additional information become available, this report will be updated.